Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The graftmaster coronary stent graft system instructions for use: states, the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient had a procedure after being symptomatic for nearly 4 weeks and experiencing acute limb ischemia for the week. During treatment in the posterior tibial artery with an unspecified device, a perforation occurred. The 2.80 x 26 mm graftmaster stent was implanted, but had an incomplete resolution of the perforation. A second 2.80 x 16 mm graftmaster was implanted, successfully sealing the perforation. The procedure was deemed successful as the leg was salvaged. The patient was reported as doing well. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.